Event description:
It was reported that the customer received a low battery alarm, as well as a no delivery alarm. Customer's blood glucose level at the time 484mg/dl. The customer treated with the insulin pump. Troubleshooting occured. No additional information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.